Event description:
It was reported that prior to a laparoscopic supracervical hysterectomy procedure, the nurse assembled the instrument to the handpiece and torqued by hand without using the torque wrench. The generator gave an error code 5. The instrument was inspected and found to be cracked and evidence of metal contact was present. Next, the generator gave an error code 7 when the instrument was assembled to the handpiece. Used new instrument to complete the case. There was no reported patient consequence.